Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is going to be returned to the factory for eval. An investigation is in-process and a new supplemental medwatch will be provided when new info becomes available.

Event description:
Prior to use, the connector came off while connecting a tube on the arterial outlet. No pt involvement. (B)(4).